Event description:
--

Manufacturer narrative:
This report will be updated if additional information is received.

Event description:
Boston scientific crm received information that this lead was associated with a report of oversensing that resulted in pacing inhibition and patient syncope. A boston scientific field representative reported that lead measurements were good and there was no evidence of lead noise. The representative saw a marked atrial sense on telemetry that was not followed by a right ventricular pacing spike or intrinsic marker. A boston scientific technical services consultant (ts) discussed possible causes and troubleshooting recommendations.

Manufacturer narrative:
The representative subsequently reported that discussions with the patient revealed that the pacing pause was not correlated with the reported syncope. Programming changes were made to set sensitivity to least, decrease the atrio-ventricular delay, and slightly increase the pacing lower rate limit. The patient will be monitored to review the effect of the programming changes. This report will be updated if additional information is received.